Event description:
Per the clinic, the patient had fluid around the site of the receiver/stimulator in 2008, and underwent treatment with several courses of antibiotics (calvulin). Site was drained on 3 occasions. The patient¿s skin eventually broke down to the point where the risk of infection getting into the mastoid was high so they decided to explant. The patient was explanted in 2009. Plans for reimplantation were not provided at the time of this report.